Event description:
Patient was treated for a proximal humeral fracture on (B)(6) 2013 and was implanted with a 3.5mm locking compression plate (lcp) plate and 3.5mm locking screws. The patient was returned to the operating room on (B)(6) 2013 for removal due to possible painful hardware. All hardware was removed intact. This complaint is on the locking screw. This is 3 of 11 reports for this event.

Manufacturer narrative:
This device used for treatment and not diagnosis. Hwc: additional product. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment not diagnosis.

Manufacturer narrative:
This device was used for diagnosis, not treatment

Event description:
This is report 3 of 11 for (B)(4).